Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced vaginal and pelvic pain, infection, erosion, bleeding, painful intercourse, urinary problems, recurrence of incontinence and general abdominal pain. It was reported that the patient underwent mesh revision and removal on (B)(6) 2009, (B)(6) 2009, and then on (B)(6) 2010 for pain, incontinence, vaginal pain, painful intercourse, bleeding, urinary problems, and general abdominal pain, erosion, extrusion of mesh into bladder. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced vaginal and pelvic pain, infection, erosion, bleeding, painful intercourse, urinary problems, recurrence of incontinence and general abdominal pain. It was reported that the patient underwent mesh revision and removal on (B)(6) 2009, (B)(6) 2009, and then on (B)(6) 2010 for pain, incontinence, vaginal pain, painful intercourse, bleeding, urinary problems, and general abdominal pain, erosion, extrusion of mesh into bladder. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.